Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a vacutainer was attached to the clear link on the arterial line tubing for a blood draw. The sst and green-top tubes filled without issue. When the cbc (purple-top) tube was inserted into the vacutainer, it filled only approximately one-quarter of the tube. A ptt (blue-top) tube was then inserted, at which time the registered nurse heard a burst of air. Immediately following the sound, blood was observed leaking around the connection site. The vacutainer was promptly removed. Upon inspection, a portion of the vacutainer was noted to be enlarged and broken, with the broken piece visualized inside the clear link.

Manufacturer narrative:
D9: date returned to mfg.: 1/6/2026. H3 and h6. Codes: updated. Device evaluation: three new products and two used products were returned for evaluation. As received, the used saf-t holder luer was observed to be broken including the male luer taper being broken off from the connector. A crack was also observed on the luer body of the returned used mating device. The new samples show no damage or anomalies. No other damage or anomalies were observed. To replicate clinical use, simulated blood was drawn from a beaker using a ¿bd vacutainer¿ inserted into the saf-t holder device. No leaks were observed during use on the three new samples returned. The complaint of leakage was confirmed, and the probable cause was due to luer damage. The complaint of damage/breakage can be confirmed, and the probable cause was due to an environmental stress condition where insufficient drying of the disinfectant on the luer connector can cause plastic deformation when connected. A device history record review could not be performed as the lot number was unknown.